Manufacturer narrative:
The product has not been returned. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a product performance issue. The patient underwent surgical intervention to remove the device and implant a new one. No additional adverse patient effects were reported.